Event description:
Additional information received (B)(6) 2014 reported that the caller wanted estimate battery longevity. The current voltage was 2.89. It was noted that it was hard to determine longevity due to therapy adjustments and voltage. It was noted that longevity end of service (eos) was 19 months (longer than the implant duration). The caller noted that the patient used 24/7. It was noted that the patient fell in (B)(6) and was using 4.0 and 4.5 volts. It was also noted that (B)(6) follow up the patient had no coverage at all. It was noted that the call was to determine if during a revision should replace the battery. Later the same day, it was reported that the patient was with the manufacturer representative again and were reviewing the same issues presented in the call from (B)(6) of this year. The caller noted that the patient had a ¿jolting feeling¿ when the impedances were run. The caller also noted that the battery status showed okay but the patient had a lack of stimulation when the implant was on. The caller noted that x-rays were done after the (B)(6) appointment and nothing was amiss. The caller noted that since (B)(6) the patient had not been using the implant. It was noted that prior to the (B)(6) meeting the patient would turn the implant on and get jolted. As a result, the patient shut off the implant until they met in (B)(6) and has had it off since the (B)(6) appointment. It was noted that the doctor the patient was currently seeing wanted the patient¿s system checked. The reason for the call was the caller wanted to make sure that they were approaching troubleshooting correctly. It was later reported that the patient was to have a lead revision and a battery replacement at the end of (B)(6). Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient "was not feeling anything from right leg." It was noted that the patient had not been using the stimulation in "quite awhile." It was reported that the patient was feeling stimulation in the abdomen and came in for reprogramming. It was noted that the patient was "only feeling stimulation on the right side, but needs stimulation on the left." It was unclear if the patient felt stimulation in the right leg or not. It was confirmed that the right lead "wasn't working" even though the patient was feeling stimulation on that side. Impedance measurements were taken at a pulse width of 450 and 2.0 volts. All combinations were reportedly >4000 ohms except 1-2, 1-3, and 2-3 which were 988 ohms. There were no reports of falls or trauma. It was noted that "it never really worked since implant." The patient was reportedly not in a lot of pain so they shut stimulation off. It was then noted that the patient had increased pain and wanted the implantable neurostimulator (ins) checked. It was suspected that the patient had only one lead because there were only 4 contacts programmed and the right lead provided no stimulation. It was noted that the device registration system showed that the patient had 2 quad leads. It was noted that an x-ray was taken "last month." It was noted that when they programmed with contacts 2-3 they were able to cover the back, and when they programmed with contacts 1-2 they were able to cover the right leg. Four days later, it was reported that the patient decided to leave the stimulator off. Six days after that, it was reported that the patient was getting relief from their pain pump only at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product: 3550-09, lot# n173836, implanted: (B)(6) 2009, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. Please refer to regulatory report # 3004209178-2016-07296 for information in regards to the broken lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer had a broken lead on the stimulator. The stimulator was now turned off. It was reported that they first experienced the broken lead on (B)(6) 2013. The circumstances that led to the broken lead was that the patient fell. No stimulation was the symptom that they experienced that was related to the broken lead. The patient reported that no steps were taken to resolve the broken lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product ID: 3550-09, lot# n173836, implanted: (B)(6) 2009, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they first experienced the broken lead on (B)(6) 2012. The circumstances that led to the broken lead was that the patient fell. It was reported that the steps taken to resolve the broken lead was that the leads were tested and x-rays were conducted.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product ID: 3550-09, lot# n173836, implanted: (B)(6) 2009, product type: accessory. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient cancelled the replacement and it was to be rescheduled. The manufacturer asked to be notified of the rescheduled procedure date. If additional information is received, a follow-up report will be sent.